Manufacturer narrative:
(B)(4). See MDR #3010532612-2019-00094 and tc # (B)(4) for complaint on the same patient and device.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and the fiber optic sensor (fos) connected and then was lost at insertion. As a result, the central lumen was used but it was unable to be aspirated and flushed. The clinical support specialist (css) recommended that an alternate arterial line be placed. There was no report of patient complications, serious injury or death. Additional information. The device was returned for investigation. The investigational findings revealed blood in the helium pathway.

Manufacturer narrative:
(B)(4). See MDR #3010532612-2019-00094 and tc #1900067253 for complaint on the same patient and device. Teleflex received the device for the reported complaint. The reported complaint of iab unable to get fos signal is confirmed. The fos fiber was broken at two different locations and therefore the light path could not be established between the sensor and the pump. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and the fiber optic sensor (fos) connected and then was lost at insertion. As a result, the central lumen was used but it was unable to be aspirated and flushed. The clinical support specialist (css) recommended that an alternate arterial line be placed. There was no report of patient complications, serious injury or death. Additional information. The device was returned for investigation. The investigational findings revealed blood in the helium pathway.